Manufacturer narrative:
The glidescope titanium lopro t4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned titanium blade and confirmed the blade failure. The technician reported that when pressure was applied to the cable/blade connector an intermittent image was caused. The technician also reported that the blade connector was corroded. The glidescope titanium lopro t4 was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) states "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion on the connector pins. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades.

Manufacturer narrative:
The device was returned, however at the time of this report, the device has not been evaluated yet by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during intubation, using a glidescope titanium lopro t4, the titanium blade continued to short out and the screen went black. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.